Manufacturer narrative:
Additional information has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusions can be drawn.

Event description:
A patient reported that after undergoing a thermage treatment they experienced blisters on their face. The patient noticed three blisters on their face the night of the procedure. Two and three days post treatment more than 10 additional blisters appeared on the patients face. No treatment was given, and the patient refused to provide any additional information.

Manufacturer narrative:
Based on additional information received, this event is no longer considered a serious injury.

Event description:
Doctors information was obtained and additional information involving the reported event was received. The doctor reported that the patient had sensitive skin and a topical anesthetic was given prior to treatment. During the treatment the doctor continuously adjusted the treatment level based on the patient¿s feedback. No abnormalities were found on the skin during or post treatment. The patient has now recovered and there is no permanent damage or scaring to the affected area. The highest level of energy used was 2.5 and the correct amount of coupling fluid was used. This was the first time the treatment tip was used. It was inspected prior to and during treatment, nothing unusual was noted. Based on additional information received, this event is no longer considered a serious injury.